Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that starting a couple of days ago, the patient was not walking very well. She checked the implantable neurostimulator (ins) and it was found to be off. When she turned it back on, she noted it was on program a when it should have been on program b.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.